Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent obstruction within device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post procedure, on (B)(6) 2026, the patient came for a scheduled stent removal. Upon ercp it was found that there was tissue ingrowth on the distal flare of the stent. The physician had to pull scope out to remove the stent. The procedure was completed using an unspecified alternate method. There were no patient complications reported as a result of the procedure.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of stent obstruction within device. Block h11: investigation results: based on the available information, boston scientific could not confirm the reported event of stent obstruction within device. The device was not returned as the device was disposed; therefore, a technical analysis could not be performed. However, stent obstruction within device is noted within the instructions for use (IFU) as a possible adverse event associated with the use of the device. Device history record review: it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Device technical analysis: the device was not returned for analysis as the device was disposed; therefore, a technical analysis could not be performed. Labeling review: a labeling review was performed and, from the information available, there is no information that this device was used in a manner inconsistent with the instructions for use (IFU)/ product label. Additionally, stent obstruction within device is noted within the instructions for use (IFU) as a known possible adverse event related to the use of the device. Investigation conclusion: based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported to boston scientific corporation that a wallflex biliary stent was implanted during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on an unknown date. Post procedure, on (B)(6) 2026, the patient came for a scheduled stent removal. Upon ercp it was found that there was tissue ingrowth on the distal flare of the stent. The physician had to pull scope out to remove the stent. The procedure was completed using an unspecified alternate method. There were no patient complications reported as a result of the procedure.